Event description:
It was reported that externalization of conductor and noise were observed on the right ventricular lead. The lead was explanted and replaced successfully. The patient was discharged.

Manufacturer narrative:
The distal segment of the lead was returned for analysis. Final analysis found internal abrasion noted at 7.9 centimeters to 91 centimeter and 11.2 centimeter to 11.8 centimeters from the distal tip.